Event description:
Caller reported an issue with touchscreen responsiveness. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and technical support closed the case.